Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 408mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshoot for the high blood glucose value and treated with bolus. Customer also stated that insulin pump received insulin flow block alarm and event was resolved by complete set change. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.